Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had tried increasing stimulation as high as it can go on all available groups/programs and stated he was ¿barely feeling¿ stimulation. The patient also reported that it ¿burns and hurts¿ at the implant site. The patient reported that it seemed like the implant site was ¿red and bruised.¿ the patient confirmed no recent falls or traumas. The patient was redirected to their healthcare provider (hcp). No further complications were reported.